Manufacturer narrative:
Manufacturing and inspection records for part number 70-0305, batch number 396574 were reviewed, and no anomalies were found. Manufacturing and inspection records for part number ws-1607st could not be reviewed as device batch/lot number is unknown. Per information received, the devices are being returned for evaluation. It was reported that the plate involved in the event is being returned as well as a portion of the reported guide wire. The other portion of the guide wire was discarded by the facility. A follow-up report will be submitted upon completion of device evaluation.

Event description:
During surgery, the surgeon chose plate part number 70-0305 and began fixating it to the patient using (part number ws-1607st) .062" x 6" guide wire from the set. One of the proximal wires went in as intended but the second wire became stuck in the plate a few millimeters. The plate was removed from the patient and the small tip of the wire which was stuck in the plate was eventually dislodged and discarded with the sharps. A different plate had to be used due to this issue. This issue prolonged the surgery by 3 minutes, and a longer incision had to be made for the larger plate that was used. This report is related to report number 3025141-2023-00413 for the other device involved in this event.

Manufacturer narrative:
The returned products were examined under magnification to confirm failure. The returned olecranon plate was in good shape with minimal signs of usage. The returned guide wire was also in good shape except for the tip which had signs of damage from excessive spinning/rotation at high speed. The guide wire was tested in all holes within the returnedplate. It successfully went through all guide wire holes except for the proximal hole along the shaft next to the slot. Under magnification, the hole had a lot of damage with in it that was consistent with excessive high speed rotation. There was a lip of damaged metal that was causing the guide wire to not fit through. Gauge pins were used to try and measure the size of the hole; however, due to the damage of the hole, they would not go through. The guide wire outer diameter was also measured to be .061 inches which is smaller than the plate hole of .067+/-.002. Due to the hole not being measurable before the damage occurred, no definitive conclusion could be made as to what caused the failure. The following data was corrected/updated based on the device evaluation: d9: updated with product return date of 08/31/2023. H6: investigation findings code (annex c): updated to 3243 (stress problem identified). H6: investigation conclusion code (annex d): updated to 4315 (cause not established).